Event description:
It was reported that during a procedure, the software froze twice. The procedure was converted to manual. No surgical delay or patient injury was reported.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the computer software froze twice in the same procedure. There was no serial/lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. However, review of the returned log files did not find any software issues. The cpu was requested to be returned for evaluation but no part was returned. No problem was found with the device after log review. The root cause was established to be no problem found. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.